Event description:
Boston scientific received information that this programmer had physical damaged on the screen. It had bent too far and the screen had gone black. The field representative had returned the unit back to the laboratory. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the field allegation of this programmer was confirmed. Detailed analysis found that part of the inverter was shorted and inverter cover was melted. There was a liquid contamination found inside the programmer next to the script chart recorder (scr) which contaminated all over the roller and printed circuit board (pcb). This had reached up to the bottom housing and connector of the power cable that plugs into scr. These were all replaced. Programmer had passed all incoming tests.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted resulting in the reported clinical observations. The programmer had passed all incoming tests after damaged parts were replaced.

Event description:
--